Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 0 to 2.2ma at 125pw on (B)(6) 2025. The patient had no stim and blood pressure was normal during the titration. The patient was admitted on (B)(6) 2025 for an incessant cough. It was noted that the patient had experienced a cough for the past two weeks, but the coughing was intolerable following the titration. Barostim therapy was adjusted to 2.2ma at a 65pw on (B)(6) 2025. It was noted that the patient had not been coughing during the titration. As of on (B)(6) 2025, there had been no change in the patient's coughing. The physician was unable to determine the cause of the coughing, but barostim therapy was deactivated. The patient remained admitted. A follow-up was scheduled for on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 0 to 2.2ma at 125pw on (B)(6) 2025. The patient had no stim and blood pressure was normal during the titration. The patient was admitted on (B)(6) 2025 for an incessant cough. It was noted that the patient had experienced a cough for the past two weeks, but the coughing was intolerable following the titration. Barostim therapy was adjusted to 2.2ma at a 65pw on (B)(6) 2025. It was noted that the patient had not been coughing during the titration. As of (B)(6) 2025, there had been no change in the patient's coughing. The physician was unable to determine the cause of the coughing, but barostim therapy was deactivated. It was later determined that, in the opinion of the physician, the cough was related to a pulmonary embolism and not related to barostim. The patient remained admitted. As of (B)(6) 2026, the patient's cough was resolved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the cough was related to a pulmonary embolism and not related to barostim. Cvrx ID# (B)(4).